Event description:
It was reported that the patient was delivered inappropriate shocks for atrial fibrillation (af) several years ago. The device was explanted due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event. Correction to field h6: device codes.

Event description:
It was reported that the patient was delivered inappropriate shocks for atrial fibrillation (af) several years ago. The device was explanted due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event. Correction to field h6: device codes.

Event description:
It was reported that the patient was delivered inappropriate shocks for atrial fibrillation (af) several years ago. The device was explanted due to an unrelated allegation that was already reported under MDR (B)(4) and (B)(4). No additional adverse patient effects were reported.